Event description:
Related MFR for the patient's death: MFR # 2916596-2023-07955.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed via the image provided by the account from the reported heartmate 3 to heartmate 3 pump exchange. The submitted image revealed a clot in the distal portion of the inlet tube. The clot surrounded the inner diameter of the inlet tube and appeared adhered. The clot did not appear fully occlusive. The texture, origin, and duration that the clot was present in the device could not be determined through this evaluation. The controller event log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. The estimated pump flow decreased on (B)(6) 2023 before increasing over the final two days of data. No notable alarms were captured, and the pump appeared to have been operating as intended at the fixed speed. Additional information, including product return availability, was requested from the account; however, no further information has been provided at this time and the device was not returned for evaluation. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump thrombosis. They had decreased pump flow, and increased pump speed to 7000 rpm. The ventricular assist device was not unloading the aortic valve every beat; the patient had heart failure symptoms. The patient was taken to the operating room for outflow graft obstruction but nothing was found. A pump exchange was performed and a clot was found in the pump. A review of the log file revealed no unusual event recorded in the log file event history. The patient had a thyroidectomy on (B)(6) 2023. The patient passed away in the night that very day. No other details were provided.